Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of prime/fill anomaly. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that no numbers appeared on the screen and no beeps were heard. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. However, the operating currents are within specification and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had a missing end cap sticker and minor scratches on the lcd window.